Manufacturer narrative:
Additional information was received on october 13, 2021. The procedure was a breast augmentation revision. Replacement with sientra silicone implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had 375cc mentor memorygel breast implants placed experienced bilateral implant rupture post procedure. The ruptures were diagnosed through mammography. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-11297 for contralateral prosthesis report.